Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient cannot get th e coupling boxes at the bottom to turn black; they are all clear and the patient has tried the quarter turn. The patient was looking over the books to familiarize themselves and hooked up the charger and noticed that the boxes did not fill in black. The patient texted their manufacture representative (rep) who told the patient to move the antenna and to call patient services. The patient was recently implanted and still had bandages over their implant so patient services reviewed how bandages would affect recharging. The patient would stop worrying about it. The issue began on (B)(6) 2019. The patient also reported having ribcage cramping that occurred when they got home on (B)(6) 2019. They noticed it on (B)(6) 2019 but did not use the equipment until (B)(6) 2019. They were on 9 so they decreased it and the ribcage cramping went away. When they turned it back up, the cramping came back. The patient was redirected to follow up with their healthcare professional (hcp) to have their programming optimized. The patient has an appointment with their hcp on (B)(6) 2019. Additional information reported. Consumer reported they were charging earlier with no coupling boxes, but could only get the ins one quarter of the way full. They tried turning the antenna dial "thou sands of times" but there were still no coupling boxes shaded on the recharger (insr). After attempting antenna locate (al) it was reported that there were 52, 52, 52 on the screen and the numbers do not move when she repositions the antenna around her implant site. It was reported that troubleshooting did not resolve the issue. Additional information received from the patient on (B)(6) 2019. It was reported that the patient's ins was implanted at an angle which didn't allow them to connect and charge the ins. Subsequently, the ins became overdischarged. The patient noted that the overdischarge was "handled " and they were going to have a revision surgery performed. The patient was inquiring if the ins should be replaced. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that both the doctor that put the device in and the manufacturer representative told her the position was good. The patient stated she felt a lump instead of it being flat. It was noted that the device was never actually overdischarged and at one point the patient couldn't get a connection with the implant and had no info on the programmer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received in reference to follow up with the patient. Patient's weight at the time of event was (B)(6). Cause of issue was device was implanted at an angle by the surgeon, device was removed on (B)(6) 2019 except for an anchor that was holding the lead in place. There are no future plans to remove the anchor. Current status of the devices: patient does not know the status. Patient reported that manufacturer representative checked the device before the surgery and confirmed that it was not in an overdischarge or even discharge state. Patient is unsure of why devices were removed. Patient reiterated their past calls with having issues with coupling indicating boxes would never fill up or get shaded. Patient reported they spoke to the manufacturer representative who indicated placement of the device was at an angle but was not an issue. After implant surgery patient's spouse noticed the anchor was poking out of the incision and was unsure of cause.